Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for lipase colorimetric assay (lip). The customer states that the wrong result was generated when running the sample in a micro cup. The sample initially resulted as 48 u/l and this value was reported outside of the laboratory. The doctor called to question the result since the patient's diagnosis was pancreatitis. The sample was repeated and the result was 828 u/l accompanied by a data flag. The sample was automatically repeated by the analyzer at a decreased sample volume and resulted as 1264 u/l. The 1264 u/l value was believed to be correct. The patient was not adversely affected. The lip reagent lot number and expiration date were asked for, but not provided. The field service representative suspected that the cause of the issue may be related to racks which are missing black stoppers. The missing stopper would potentially cause the cups to be placed lower in the rack when going through the tube height detector of the analyzer. He was unable to get different results while using the racks with missing stoppers. He ran precision studies multiple times using the micro cups and the precision was correct. He determined that the analyzer was functioning properly.